Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident therapy for peritoneal dialysis (pd). Action taken with therapy was unknown. The cause and treatment of the peritonitis was not reported. It was unknown if the patient recovered from the peritonitis.